Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by ems (emergency medical service) with hypoglycemia. The patient's blood glucose levels reached 34 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with sugar via IV (intravenous). The patient was released the same day. The pod was worn when seeking medical attention.